Manufacturer narrative:
Analysis of the catheter revealed an incorrectly packaged catheter due to a manufacturing issue. The sterile tray was received for analysis with the tyvek seal/label peeled back. As received, the distal end of the catheter was out of place and protruding from the inner cover in the sterile tray. The end of the catheter came to rest in the area where the tyvek label sealed to the inner tray. Markings in the adhesive of the seal and on the seal itself indicated the end of the catheter had been in this position for a significant amount of time rather than having migrated to that position when the customer opened the package. The improper packaging of the catheter then compromised the sterile seal of the tray.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was hanging out of the sterile packaging when the outer box was opened. It was not fully closed. It was not brought onto the sterile field or implanted. There was no injury.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.